Event description:
It was reported via repair work order that the power cord sheathing was torn and it was also reported that the siderails had no up/down function due to malfunction siderail cables and cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.